Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The reported blood glucose reading at the time of the call was 337 mg/dl. The nurse reported that the customer had not bolused after eating a sweet snack. Assisted the nurse in reviewing the basal rates as well as instructing her how to bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.